Event description:
The customer reported to olympus that there was an air/water flow issue while using the evis exera iii gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; foreign material was found to be clogging the nozzle. Additional findings include a gap on the adhesive of the bending section cover, the protector on the connecting tube was damaged, and the bending angulation was out of specifications. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle and the type of material could not be determined. Foreign material cannot be removed even by performing the correct reprocessing due to buckle of each channel or nozzle / gap on insertion section or boot¿. Therefore, the air water nozzle may have had abnormality. Olympus will continue to monitor field performance for this device.